Event description:
Discordant, falsely low sodium results were obtained on five patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on dimension xpand instrument at another lab, resulting higher. The samples were repeated after service on the same instrument, resulting as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc instructed the customer to replace the integrated multisensor technology (imt) sample probe tubing and the imt sensor. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered the imt probe was installed incorrectly by the customer. The cse corrected the installation and aligned the probe. Diluent check, quality controls and patient samples were run, resulting within range. The customer repeated the samples post service, and results were as expected. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.